Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from an orthopedist. This case concerns a (B)(6) male pt who experience arthritis of left knee and fluid retention of left knee after receiving treatment with synvisc. No past drugs, medical history, concomitant medications or concurrent condition was reported. On (B)(6) 2014, the pt initiated treatment with intra-articular synvisc injections at a dose of 2ml once a week (batch/lot number and exp date: unk) into left knee for gonarthrosis. On (B)(6) 2014, the pt received the last dose of synvisc injection. On (B)(6) 2014, the pt experienced arthritis and fluid retention of the left knee and discontinued the treatment with synvisc injections. The pt received treatment with prednisolone (predonine), topical antiinflammatory drug, cooling and loading therapy using crutch for both the events. It was reported that the pt had not recovered from both the events, however the symptoms were improving and would be further improved. Action take: permanently discontinued. Corrective treatment: predonine, topical antiinflammatory drug, cooling and loading therapy using crutch. Outcome: not recovered fro both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Seriousness criteria: intervention required (steroid administered) arthritis of left knee (gonarthritis). Reporting orthopedist's causality assessment: highly probable. Fluid retention of left knee (effusion [1] knee). Reporting orthopedist's causality assessment: highly probable. Additional info was received on (B)(6)2014. The global ptc number and the results were added. The text was amended accordingly. Sanofi company comment dated (B)(6) 2014: in this case, the casula role of the synvisc cannot be excluded for the occurrence of the event of gonarthritis, however the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.